Event description:
According to the reporter: puncture of small bowell during operation. Action - none. Relationship to device = probable relationship. During the placement of one of the corner fixation stitches a loop of small bowel was caught with the needle. Luckily I noticed it during the procedure and I think no harm was done. Off course I can not be sure at this moment, only six hours after the operation, that this might not cause a problem. So at this moment it does not qualify as a serious adverse event. If this would change we will forward this to you asap.

Manufacturer narrative:
(B)(4).